Event description:
The customer reported that when 200 joules were selected, 150 joules were displayed.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.